Event description:
It was reported that an attempt was made to do an rf ablation in a location just on the atrial side of the tricuspid annulus. A 7f medium sweep xls livewire was inserted via a retrograde approach and through the aortic valve, then lateral and up through the tricuspid valve. The physician managed to get into that position only once, when the catheter dropped back through the tricuspid valve and the tip seemed to get caught in the trabeculated muscle of the right ventricle. Upon trying to get it free, it was determined that the catheter's steering mechanism had broken and the catheter had become entangled in the chordae tendinae of the tricuspid valve. After several attempts to free the catheter, the patient was taken to the operating room where it was confirmed the catheter was wrapped around the chordae tendinae of the tricuspid valve. The patient was placed on bypass and the catheter was surgically removed via thoracotomy. The patient was in satisfactory condition post procedure. The physician indicated that the steering mechanism had broken due to the intense flexing/stressing on the catheter when trying to manipulate it through the aortic valve, therefore, suggesting that the catheter was not defective. The use of this device via retrograde approach is considered "off-label".

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. Upon completion of the investigation, a follow-up medwatch report will be submitted.